Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that customer experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl at the time of incident. Other blood glucose value mentioned was 85 mg/dl. The customer treated low blood glucose value with orange juice. Customer declined troubleshooting. The insulin pump will not be returned for analysis.